Manufacturer narrative:
The insulin pump had button error alarms due to corroded keypad traces. No scrolling numbers noted during testing. No moisture damage found on electronics assembly. The insulin pump had cracked battery tube threads, reservoir tube lip, case window display corner, lcd window and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 137 mg/dl at the time of incident. The insulin pump will be returned for analysis.